Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, following a surgery on (B)(6) 2021, a hematoma was discovered. In turn, surgical intervention was undertaken wherein the hematoma was evacuated. The hematoma has since resolved.